Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that this event involves a (B)(6) female pt. The report states 48 hrs post insertion in the pt's basilic vein, while the pt was in the pediatric ward, a 10cm bit of spring wire guide (swg) was retrieved from the injection port end of the peripherally inserted central catheter (PICC). A new PICC line was placed the following day & the pt was discharged two days later. The pt was being treated for listeria meningitis & the drugs administered were antibiotics and a heparin flush. Add'l info rec'd on (B)(4) 2010 from the distributor stated "it is unk when the wire broke. They were having trouble infusing through the PICC 48 hrs after insertion & on aspirating, a piece of wire came through the port of the PICC which was then pulled out. They then removed the PICC & replaced it the next day. The pt was x-rayed to make sure no more wire was in the pt, but none was found." There was no reported death or complications to the pt.